Event description:
Caller reported a continuous glucose monitor (cgm) error. There was no adverse impact to the customer's blood glucose level. Tandem technical support provided a complete pump reset walkthrough, after which the caller successfully began their sensor session without further issues.